Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm7894, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The same one suture broke twice when sewing the skin. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.